Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse duplicated the reported event and determined the cause of the issue was the front panel assembly. The fse replaced the front panel and the issue was resolved. An operational verification procedure was performed and the device passed all testing. The suspect front panel is scheduled to be returned for a manufacture component root cause investigation. At this time, vyaire medical failure analysis laboratory has not received the suspect front panel component for evaluation.

Event description:
The customer reported an unresolved blank screen on this ventilator device. However, the device continues to ventilate even with the blank screen. The customer stated no patient involvement with this event.

Manufacturer narrative:
Results of investigation: a vyaire failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed that the backlight inverter is failing.